Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 275cc mentor memorygel breast implants on both sides and was presented with bilateral breast implant rupture postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3502751bc; serial number (B)(4) on the left side and with catalog number 3502751bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 10, 2020, mentor became aware that incorrect report submission due date of "9/10/2020" was inadvertently reported under the previous follow up number 4 report. It should have been "10/10/2020". On september 10, 2020, mentor also became aware that field h3 "device evaluated by manufacturer?" Was inadvertently left blank under the previous follow up number 4 report. It has been correctly updated to "yes" on this form. Additionally, on september 10, 2020, mentor became aware that reporter source under field g3 for report source should have been left blank as the information was already submitted under the initial submission. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On august 10, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2020, photo and device evaluation was completed. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease / fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within the crease / fold measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware all three d10 fields were inadvertently left blank under the previous follow up number 2 report. The fields have been appropriately filled under this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).